Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of approximately 346 mg/dl. Manual insulin injections were administered to address bg. Reportedly, the pump did not perform as intended. Customer changed to a different infusion set type in attempt to resolve the reported issue. Multiple attempts were made to follow up on the reported issue, however, a response was not received.